Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 24465000, 00599001602 - femoral component precoat for cemented use only size f right - 60008018 , 00599604012 - lps art surf ef 5-6/grn 12 - 60005002, 00596009900 - taper stem plug - 60020838. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified the patella to have signs of being implanted. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records and radiographs were provided and reviewed by a health care professional. Review of the medical records identified: increased pain and instability, loosening of the femur and tibia and breakdown of the polyethylene, wear to patella, polyethylene fractured at post. However, review of the radiographs identified: no obvious periprosthetic lucencies or loosening. No suspected hardware fracture. Alignment appears normal. Bone quality appears normal. No joint effusion. No asymmetric soft tissue swelling. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00131.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient was revised approximately 20 years later due to pain, instability, and loosening. During the revision, it was noted that the polyethylene fractured. All components were exchanged without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). 00598004702:stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 24465000 00599001602: femoral component precoat for cemented use only size f right - 60008018 unknown: unknown articular surface - unknown 00596009900: taper stem plug - 60020838 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00807, 0001822565-2023-00808, and 0001822565-2023-00809.